Event description:
It was reported that the nozzles of the ventilator were defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device was not working. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient harm. According to the information provided by the technician, the device was checked and nozzle units on air and o2 gas modules were found defective. The nozzle units need to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was reportable due to the fact that the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. No technical errors or test failures have been found in logs on provided date of event. The root cause to the reported issue has not been determined.